Event description:
It was reported that the procedure was to treat a de novo common iliac artery. For pre-dilatation, a 10x40mm armada 35 balloon was advanced and inflated but was noted as ruptured. No resistance met during advancement to the lesion. Armada 35 was removed from the anatomy and replaced with another same size armada to complete the procedure. Physician believes the balloon was possibly damaged in the first place, but unable to confirm. There was no adverse patient effect. There was no report of clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Based on the information provided, the reported material rupture appears to be due to circumstances of the procedure. It is likely that the balloon rupture occurred due to interaction with calcification or associated devices. There was no report of leaks noted during preparation for use, suggesting that the balloon damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.